Event description:
In 2005 cardiac cath with right femoral artery sheath pulled and closed with angioseal 6f. The angioseal failed and manual pressure was held. The next day the patient went for urgent cardiac surgery CABG, avr. The following day there was a sudden loss pulse & cool right lower extremity. An emergent angiogram showed complete obstruction of right common femoral artery. The patient went emergently to the or for right groin exploration and removal of angioseal device, right common femoral artery endarterectomy and patch angioplasty. Op findings: collagen plug was inside artery. The next day the patient went to the or emergently for fasciotomies x4 for compartment syndrome. The patient was finally discharged but has been unable to participate in normal post-cardiac surgery rehab due to leg wounds. The patient will require additional surgery to close fasciotomy sites in the future.